Event description:
Caller alleged imprecision with inratio meter. Results as follows. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.0, lab: 3.1. Pt noted that he had been eating cranberry sauce around the time of the discrepancies.

Manufacturer narrative:
Investigation pending.